Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device change-out procedure on (B)(6) 2019, atrial lead testing demonstrated signs of a possible insulation breach including lead noise, low impedance, elevated thresholds and significant p wave amplitude variation. Lead was capped and replaced. Patient was stable throughout the event.